Manufacturer narrative:
Concomitant medical products: product ID 8703w lot# l53273, implanted: (B)(6)1998, product type catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 15-jun-2000, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving hydromorphone (7 mg/ml at 0.7145 mg/day) and clonidine (175 mcg/ml at 17.86 mcg/day) via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that there was a volume discrepancy. The healthcare provider (hcp) was expecting 9.7 and got back 18 ml. The patient's pain levels were a little higher recently. Technical services reviewed option to do imaging of the catheter or a dye study to determine why medication is not being delivered. The hcp confirmed there were no pump issues/alarms or alerts. The issue was not resolved through troubleshooting. The hcp was redirected to mobility to get assistance with printing a report.